Manufacturer narrative:
Siemens has requested instrument files and more information for further investigation. Investigation is ongoing. The customer stated that they changes the testpak and are currently operational. The cause of this event is unknown.

Event description:
Customer reported that their stratus cs sn (B)(4) gave multiple discrepant high troponin results compared to retesting on the atellica ctni instrument. There is no report of injury due to this event.

Manufacturer narrative:
The root cause was unable to be determined for the discrepant ctni results generated on stratus cs sn (B)(6). The log files were not available for analysis. A review of internal performance data for test pak lot 232052002 showed that the testpak lot is working as expected. The cause of this event is unknown.